Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Implant date: (B)(6) 2006 or (B)(6) 2007. Initial reporter - unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by patient's legal representative that patient underwent initial hip procedure on (B)(6) 2006, but reference is also made to a surgery on (B)(6) 2007. The claim alleges the patient has high metal ion levels and a pseudo tumor. There is no reference to any revision surgery. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
Additional information was received on (B)(4) 2013 from patient's legal representative indicating the revision procedure was performed on (B)(6) 2012. He also corrected the date of the initial procedure to be (B)(6) 2006, and not 2007.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Report source - foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2013-00115, 3002806535-2017-00140.

Event description:
It was reported a patient underwent a left hip revision procedure approximately six years post-implantation due to elevated metal ion levels and pseudotumor.